Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 3.50x20mm synergy ii stent was selected. As the device was introduced through the tuohy, resistance was encountered and it was noted that the stent delivery system (sds) was kinked at the stainless steel laser cut area, approximately at the mid portion of the sds. The sds was not able to be removed from the guide wire so both the device and the wire were removed from the patient's body. The procedure was completed using a non-bsc stent of the same size. No patient complications were reported and the patient's status was stable.